Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad after the insulin pump had been outside in the rain. The customer did not know the blood glucose reading. She stated that the insulin pump had been exposed to rain for 2 days. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He also noted that his eyes were horrible, that he had had surgery, and that his eyes were getting worse.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the functional tests due to button keypad anomaly. No moisture damage was found inside the insulin pump. The insulin pump has cracked reservoir tube lip and minor scratched display window.